Manufacturer narrative:
(B)(4). Follow up emdr submission for device evaluation. One (1) sample from lot #0000838245 was provided for analysis. Sample was returned in the unopened package. During visual analysis no issues were found. While trying to replicate the failure mode by inserting the needle in the coaxial, it was noticed that the needle could move smoothly through the coaxial; therefore, failure mode could be not confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for their release were met. Lot # 0000838245 was manufactured on 09/19/2015. Not confirmed: failure mode could not be confirmed since no samples or photos were provided for evaluation and no issues were found that can related personnel, method, material or machine with the reported failure mode. This failure mode will be entered into the complaint tracking system and tracked and trended for future occurrences of any similar failure modes.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
The following information was received from the sales rep via email, "had to use 3 needles on this patient. Retrieved specimen through introducer first time, tried to go back through introducer but needle was sticking. Opened another needle and it still would not go through introducer. Removed introducer, opened 3rd needle, and had to poke the patient again with new introducer. The needle had to be inserted through introducer with force and this resulted in pneumothorax. Additional information received 8july2016: can you please provide patient information? (Age, gender, wt, diagnosis, history) (B)(6), lung mass. Biopsy to determine malignancy, hx of previous colon ca. What interventions did the pneumothorax require? Monitoring and chest xrays did the patient receive a chest tube? If yes, for how long? Not needed what is the patient's condition now? Remains in hospital, stable what type of procedure was being performed? Lung biopsy was the procedure completed as planned? Yes, specimen/tissue sample was extracted, the only unplanned was the device complications.